Manufacturer narrative:
Asp ae went to the facility to assess their procedures. The ae noted that there was improper titration of enzymatic fluid (oz) to gallons of water in the pre-cleaning stage. The disproportion in the titration already initiates a change reaction in the processing of the scopes. In the proceeding step of rinsing, lack of capacious amounts of water rinsing was not observed. The observation was shared with directors and staff and discussed that changes in their practice would reduce the chances of staining. After a gi procedure in the room, during wipe down and flushing with enzymatic and water, the titration of enzymatic solution in relation to a 1000cc of water was incorrect. This is done prior to the pre-cleaning stage. Reference mdrs: 2150060-2009-00105 and 2150060-2009-00106.

Event description:
An asp account executive (ae) reported a customer alleging staining on the floor after processing their scopes in the aer and when they are hung to dry. The customer also reported that they noticed fluid dripping from their scopes. The customer reported that no single scope was determined to be the cause of the staining. The customer denied staining on pts. The ae reported that the asp field services engineer (fse) reported that the unit was fine. The ae went to the facility to assess their procedures.